Event description:
During an unknown procedure, a powerflex balloon burst before nominal pressure during its first inflation. The powerflex removed intact with no difficulty from the patient and another same like product was used. There was no patient injury. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did prep normally, maintain negative pressure. An unknown indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast media used was iomeron 300 bracco with a 50/50 saline to contrast ratio. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did kink while being used.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15796405 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during an unknown procedure, a powerflex balloon burst before nominal pressure upon first inflation. The powerflex removed intact with no difficulty from the patient and another same like product was used to complete the procedure. There was no patient injury. Vessel characteristics were not indicated. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did prep normally, maintained negative pressure. An unknown indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast media used was lomeron 300 bracco with a 50/50 saline to contrast ratio. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did kink while being used. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue; however, vessel/lesion characteristics are known to contribute to this type of failure. Neither the DHR nor the event description suggests that there is a design or manufacturing related issue; therefore, no corrective action will be taken.